Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue. Ultimately, the customer was advised to replace supplies and continue insulin therapy.